Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with malleable penile prosthesis. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.